Event description:
It was reported that the lead exhibited intermittent capture and high impedance at implant. The lead was replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the complaints were due to over torque at crimp area. The inner coil was fractured in this area causing intermittent contact that could contribute to the complaint noted in the field. Visual inspection of the lead did not find any anomaly.